Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation and was observed to be received cut in two parts. The lens was inspected at 10x microscope magnification. There was evidence of viscoelastic (ovd) residue and loose particles observed on the iol parts, which is consistent with a lens that was explanted from the patient¿s eye. The manufacturing record review was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All test results showed a pass condition. The documentation showed that the production order was found to be within specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced within the same procedure. The lens was inserted into the patient's left eye and would not place into the sulcus correctly due to small pupil complication. Leading haptic of the lens was in the posterior chamber, but optic and trailing haptic remained in the anterior chamber. Lens was cut and removed. An incision enlargement was performed. The patient has recovered.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.